Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, during the third firing, the staple line was not formed correctly. It was necessary to do it again. Unknown how case was completed. There were no adverse consequences to the patient.